Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient had a second lead implanted. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient underwent a lead revision, 1 lead was replaced in l1 and another was added to another placement, l2, for better coverage of existing pain. No complications therapy is effective.